Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included post-traumatic stress disorder, anxiety, depression, anemia, esophageal reflux, headache and smoker. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), menorrhagia ("heavy menstrual bleeding"), rash ("excessive rashes"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), incontinence ("incontinence"), fibromyalgia ("a fibromyalgia diagnosis"), alopecia ("excessive hair loss"), migraine ("excessive migraine headaches") and skin disorder ("skin problems"). The patient was treated with surgery (robot assisted laproscopic total hysterectomy, laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, abdominal pain, dyspareunia, menorrhagia, rash, vaginal discharge, tooth disorder, incontinence, fibromyalgia, alopecia, migraine and skin disorder had not resolved. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, fibromyalgia, incontinence, menorrhagia, migraine, pelvic pain, rash, skin disorder, tooth disorder and vaginal discharge to be related to essure. The reporter commented: 1 trailing coil on both the sides. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included post-traumatic stress disorder, anxiety, depression, anemia, esophageal reflux, headache and smoker. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), menorrhagia ("heavy menstrual bleeding"), rash ("excessive rashes"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), incontinence ("incontinence"), fibromyalgia ("a fibromyalgia diagnosis"), alopecia ("excessive hair loss"), migraine ("excessive migraine headaches") and skin disorder ("skin problems"). The patient was treated with surgery (robot assisted laproscopic total hysterectomy, laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, abdominal pain, dyspareunia, menorrhagia, rash, vaginal discharge, tooth disorder, incontinence, fibromyalgia, alopecia, migraine and skin disorder had not resolved. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, fibromyalgia, incontinence, menorrhagia, migraine, pelvic pain, rash, skin disorder, tooth disorder and vaginal discharge to be related to essure. The reporter commented: 1 trailing coil on both the sides. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 9-mar-2021: medical record received. Case category updated to serious incident as essure removal is reported. Reporters information, rcc and medical history was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.